Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the excessive rocker arm backlash is loose and in the lock position of a mayfield triad skull clamp. This lock gets opened during surgery. The unit was in contact with a patient. Additional information has been requested.